Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur. Customer was informed to continue using the pump and to contact support if any malfunction code reappears, which the caller acknowledged and understood.